Manufacturer narrative:
A ge representative evaluated the system and performed a beam alignment, adjusted the camera, and collimator. System operates as intended.

Event description:
Customer reported poor image quality during a case. No pt injury was reported.